Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited a pace impedance measurement that went high out of range resulting in a lead safety switch (lss). There is no evidence of rv lead noise at this time. This patient is only one percent rv paced so technical services (ts) discussed it is up to the clinic for the next steps. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that the rv pace impedance measurements had gradually been rising. The physician and health care professional (hcp) were wanting this patient to undergo a magnetic resonance imaging (MRI) however ts discussed there can be no evidence of a lead fracture in order to do so. The physician was considering reprogramming to bipolar configuration as there has not been any rv lead noise and all other lead measurements were within normal range. This pacemaker remains in service.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited a pace impedance measurement that went high out of range resulting in a lead safety switch (lss). There is no evidence of rv lead noise at this time. This patient is only one percent rv paced so technical services (ts) discussed it is up to the clinic for the next steps. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited a pace impedance measurement that went high out of range resulting in a lead safety switch (lss). There is no evidence of rv lead noise at this time. This patient is only one percent rv paced so technical services (ts) discussed it is up to the clinic for the next steps. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that the rv pace impedance measurements had gradually been rising. The physician and health care professional (hcp) were wanting this patient to undergo a magnetic resonance imaging (MRI) however ts discussed there can be no evidence of a lead fracture in order to do so. The physician was considering reprogramming to bipolar configuration as there has not been any rv lead noise and all other lead measurements were within normal range. This pacemaker remains in service.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.